Manufacturer narrative:
Citation: pasala, t. Et al. Hinge point-based annular plane with abnormal aortic cusps in transcatheter aortic valve replacement. EU rointervention. 2021; 16(7):549-553 doi: 10.4244/eij-d-19-00760 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of hinge point-based annular plane with abnormal aortic cusps in transcatheter aortic valve replacement. All data were collected from a single center. Two patients were implanted with a medtronic evolutr transcatheter bioprosthetic aortic valve. No patient information or no serial numbers were provided. No deaths were reported. Among all patients, adverse events included: severe paravalvular leak (pvl) in one patient and valve dislodgment treated with valve-in-valve in a different patient. Based on the available information a medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.